Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.